Event description:
It was reported that during a breast biopsy, the site noticed a piece of plastic in the chamber of the probe after priming and initializing it. There was no patient consequence reported. The account performed a reenactment with purchasing, biomed, and risk management present. The tech was going through her steps and during initializing the probe she started to fit the syringe on top of the probe cover hole to get ready to prime. Apparently, the syringe fit nice and snug into the hole and as you can probably imagine the tip was sheered off by the cutter going across.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.